Manufacturer narrative:
Device not returned.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 300 mg/dl.